Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing thrombectomy procedure in the pulmonary artery using indigo system aspiration catheters 8 (cat8s). During the procedure, while attempting to introduce a cat8 into a non-penumbra access sheath, the physician did not mention resistance; however, the cat8 became kinked about ten centimeters from the hub. Therefore, the physician removed the cat8 and the procedure was completed using a new cat8 and the same access sheath. There was no report of an adverse effect to the patient.